Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of the manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was changing performance level settings very easily and would tend to jump back to 0.5 without much or any outside influence.